Manufacturer narrative:
(B)(4) d6a: admission date for initial surgery: may30/2025(the exact date of the initial surgery remains unknown) d10: 42532007901, tibia cemented 5 degree stemmed left, (B)(6), 42502607001, cemented standard femur, (B)(6), 42557000114, stem extension tapered cemented, (B)(6). G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial tka. Subsequently, a revision was performed due to unknown reasons approximately one year post-implantation. Attempts have been made and no further information has been provided.